Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, after the catheter was introduced into body and then removed, the flush port was no longer working or dripping. Manual flush was attempted and it could not flush the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has been received for analysis. During product analysis, the irrigation was not possible due to the condition of the device, and there was a kink in the flush lumen. Additionally, as secondary finding, the guidewire was not able to insert in the catheter and deployment was not possible. Dissection revealed damaged located in the guidewire lumen outside the inner hypotube. Based on the investigation findings, the "cause traced to device design" conclusion code was assigned to this event.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, after the catheter was introduced into body and then removed, the flush port was no longer working or dripping. Manual flush was attempted and it could not flush the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.